Event description:
Balloon - unable to inflate. Reporter states balloon would not allow for instillment of water past 25cc. Product was left in patient and remained in use.

Manufacturer narrative:
Based on available information, this is deemed a reportable malfunction. It is expected that should an fms device's balloon fail to inflate or stay inflated, then the device cannot be kept in place in the rectal ampulla as it would passively slip out of the patient. It was reported that the product was left in patient and remained in use. No additional patient/details are known at this time. A return sample for evaluation is not expected.